Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Event description:
Updated event description that includes the procedure type. During the accessory pathway procedure, with the sheath positioned near the superior vena cava, the brk needle was advanced into the sheath for the transseptal puncture. The needle perforated the sheath just before its curve, as seen under fluoroscopy. The needle does not appear to have injured the vein. As a precaution, the physician decided to stop the procedure. Imaging and increased monitoring were performed. No pericardial effusion was observed, and hemodynamic parameters remained stable throughout. There were no consequences for the patient.

Event description:
During the procedure, with the sheath positioned near the superior vena cava, the brk needle was advanced into the sheath for the transseptal puncture. The needle perforated the sheath just before its curve, as seen under fluoroscopy. The needle does not appear to have injured the vein. As a precaution, the physician decided to stop the procedure. Imaging and increased monitoring were performed. No pericardial effusion was observed, and hemodynamic parameters remained stable throughout. There were no consequences for the patient.